Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set was damaged. The following information was received by the initial reporter with the following verbatim it was reported by the customer that a new IV medication was hung with new alaris primary port tubing. Alaris pump began alarming air in line. The bottle was almost empty, which should not have been with the rate it was running at. A large amount of propofol was discovered on the floor below the IV pumps. Upon inspection the IV tubing that had leaked, they noticed a small drop of propofol leaking out of what appears to be a very small hole in the part of the tubing that goes into the IV pump.